Manufacturer narrative:
The reported event was inconclusive as a powerpicc product was returned instead of the alleged temperature sensing foley catheter. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review could not be completed due to no product catalog # provided. There was not enough information to determine the labeling to be inadequate.

Event description:
It was reported that the temperature sensing foley catheter was not functioning properly; reportedly the catheter was reporting low temperatures.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter was not functioning properly; reportedly the catheter was reporting low temperatures.